Event description:
The user received questionable results for alkaline phosphatase (alk), calcium & bicarbonate (co2) on the integra 400 plus analyzer for one patient sample. The initial alk result was 196.7 u/l. The repeat result was 114.3 u/l. The initial calcium result was 15.66 mg/dl. The repeat result was 8.44 mg/dl. The initial co2 result was 33 mmol/l. The repeat result was 20 mmol/l. The initial results were not reported outside the laboratory. The patient was not affected. The calcium reagent lot number was 62802801. The reagent lot numbers were not provided for alk and co2. The field service representative found contamination of the internal water reservoir. He decontaminated internal reservior. Performance tests were run which passed. The user reports all assays are working well since the field service representative's service visit.